Event description:
It was reported that pump experienced malfunction with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was included in field correction, completed required form on customer¿s behalf, provided reset instructions, assisted with pump reset, confirmed malfunction did not recur, and advised customer to continue using pump and call back if issue returned, which customer acknowledged and understood.